Event description:
The plasmapheresis catheter was removed by the resident with no complications noted. The patient became bradycardic and then arrested following a respiratory evaluation for vital capacity, about fifteen minutes post catheter removal. His heart rate was re-established, an echo revealed air bubbles in the left atrium. The patient subsequently expired two days later.